Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to customer¿s blood glucose level. Reportedly, the occlusion was caused by a blockage in the cartridge.